Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump was returned for analysis. High purge pressure - data log review confirmed purge system blocked occurred after a purge pressure rise over 4 minutes with no motor current (mc) spike. The returned pump had biomaterial on the impellor blades and in the purge gap, however high purge pressure was unable to be recreated. The cause of the high purge pressure was biomaterial build up due to the purge pressure rising over 4 minutes with no mc spike and the biomaterial found on the returned pump. Product damage - after removal of device it was noted the blue impella plug and purge side arm were under the patient¿s foot/heel against footboard of the bed. The side arm appeared kinked to some extent. The returned pump confirmed a crack on the purge side arm protective covering. The cause of the material crack on the sidearm retainer was unintended use of the device being set under the patient causing the crack. Patient code: major bleed - the cause of the bleeding was not determined due to insufficient clinical details. Device history lot- device lot: 1901681. Device history batch- subcomponent lot: n/a. Device history review- pump s/n (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that a patient was on bipella support and experienced bleeding around rp flex repo sheath insertion site, 2 unites of blood were given in additional to a suture place at bedside to controlled the bleeding. Additionally, there was a purge system blocked alarm that cleared on its own after 1.5-2hrs. Impella flows were minimal 1.2l/min @ p-6, decision was made to remove rp flex. After removal of device it was noted the blue impella plug and purge side arm was under the patient¿s foot/heel against footboard of the bed. The side arm appeared kinked to some extent, the patient was sedated however, legs moved some which would account for the purge pressure intermittent issues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp and rp flex device for bipella mechanical circulatory support (mcs). Patient with chest pain for 2 days and presented to the emergency room with late presentation of inferno lateral myocardial infarction with hypotension. Lactate was normal. The patient was sent to catheterization lab for left and right heart catheterization and underwent percutaneous coronary intervention (pci). The patient was still hypotensive after successful thrombectomy with pnumbra and stenting of the mid-proximal right coronary artery. The impella cp device was implanted, and the patient was sent to the unit on mcs. The following day after start of the impella cp support, the patient experienced hematuria and multiple hemolyzed blood samples collected from the patient. Physician pulled back impella cp with echocardiogram at bedside. Based on a hemodynamic marker for the right ventricular function and tricuspid annular plane systolic excursion measurement, the physician elected to proceed with impella rp flex support. The patient now on bipella support. Prior to leaving the catheterization lab sites were dry. Upon arrival at the unit, some bleeding was noted. Staff felt blankets weighing down the impella catheter and propped back up. The patient was bleeding ¿profusely¿ from groin site, which was managed by placing additional purse string suture around site. Two units of blood were given. The team was unsure if the impella cp (right femoral artery) or impella rp flex (right femoral vein) site was bleeding. Bipella support continued. (Additional information subsequently received noted the bleeding was from the impella rp flex access site). Two days later, purge system blocked occurred with the impella rp flex. The physician spoke with medical affairs for tissue plasminogen activator protocol. Alarm cleared on its own, however, after 1.5-2hours. Impella flows were minimal 1.2l/min at p-6 performance level. The patient remained stable despite minimal right-sided support and the impella rp flex was explanted. After removal of the impella rp flex, it was noted the blue impella plug, and purge side arm were under the patient¿s foot/heel against footboard of the bed. The side arm appeared kinked to some extent. The patient was sedated; however, the patient's legs move some which the team noted accounted for the purge pressure intermittent issues. The swan-ganz catheter and sheath from right internal jugular were also found to be pulled back several centimeters. Team was advised about risk of clot ingestion with device and needed to decrease impella flow to p-2 performance level during catheter manipulation to decrease chance of ingestion of biomaterials into device. Impella cp support continued. However, the following day the patient would expire. Care was withdrawn.

Manufacturer narrative:
Section b5 was corrected to include complete details surrounding the event, which includes additional information that was received regarding the bleeding event and added b6: tests/lab data including dates. Medical safety review: the patient on impella cp and had issues with hemolysis. The impella cp cannot be dissociated with the outcome. The patient was on bipella support. There was access site bleeding requiring transfusion; which access site was bleeding was initially undetermined and then found to be the impella rp flex. Following, the patient was able to manage with minimal rp flex support given the purge system blocked issue; therefore, the rp flex was explanted. This malfunction and bleeding event is a serious injury and should be reported. The impella cp was present at the time of death and is the more likely contributor. However, the patient had significant arrhythmias and in this case is what led to a significant decline in the patient's function and the family decided to withdraw support which appears to have led to along with the patient's underlying condition the demise outcome. The medical safety officer reviewed the event and noted the same in that impella cp device cannot be dissociated from the demise outcome. And the impella rp flex is a serious injury type of reportable event. Device status: additional information noted the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. Related medical device reports: this impella rp flex report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the demise outcome.